Event description:
No addtional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle was used to puncture a patient's lymph node. It was unable to be retracted and was found to be twisted. This occurred during an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.